Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pacemaker noted that the right atrial (ra) lead exhibited low impedance measurements and had noise over-sensing resulted in inappropriate mode switch episodes. The ra lead was also reported to have insulation breach. Programming changes were made, and the patient will continue to be monitored. The patient was stable throughout.